Manufacturer narrative:
Investigation summary: a complaint of leakage from the base of the syringe was received from the customer. A photo or sample was not provided for investigation. A device history record review was completed by our quality engineer team for provided lot number 2005416. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced leakage past the plunger. The following information was provided by the initial reporter: whilst vaccinator was withdrawing vaccine from vile as they were pulling the plunger withdrawing the vaccine the vaccine started to seep out of the bottom of the syringe near the plunger and leak out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced leakage past the plunger. The following information was provided by the initial reporter: whilst vaccinator was withdrawing vaccine from vile as they were pulling the plunger withdrawing the vaccine the vaccine started to seep out of the bottom of the syringe near the plunger and leak out.